Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records for the staplers were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a lobectomy procedure the reload blew apart and pieces fell into the patient. The metal part of the reload popped off the cartridge after loading and positioning the device but before firing. The plastic separated from the metal when the device was partially closed on the first firing attempt. This caused white pieces of plastic fall out of the reload in to patient. The metal was bent when it was separated and then bent further when retrieving it from the patient. The metal appeared ok before closing. All available pieces of the reload being returned. The procedure was completed with a like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: p56j2z. Device evaluation: the analysis results that one psee45a device was returned with no visual non-conformances and with a gst45t cartridge reload present. The cartridge was received unfired with the pan dislodged. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.